Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refr2417 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the powerpicc solo catheter was placed smoothly on (B)(6) 2022. But the catheter was found kinked when removed from patient. Patient status/ intervention: no intervention.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked guidewire is confirmed. One guidewire was returned for evaluation within its hoop. One photo sample of guidewire within its hoop was also returned. A kink in the distal end of the guidewire was noted and corresponded with the returned physical sample. A kink was noted 5 cm from the distal end. Usage residue was visible on the distal end of the guidewire. The distal weld tip was present and no evidence of a break in the wire was noted. The outer diameter of the guidewire was measured and found to be within manufacturing specification. The event description indicates the kink was noted on the wire after removal from the insertion site. Based on the information provided, likely contributing factors include damage during handling and advancement or retraction against resistance. Since a kink in the wire was observed, the complaint is confirmed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the powerpicc solo catheter was placed smoothly on 25/03/2022. But the catheter was found kinked when removed from patient. Patient status/ intervention: no intervention.